Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella rp device for mechanical circulatory support. While on support, the patient with an impella 5.5 that was inserted in the axillary, and had the impella cp removed and repaired surgically, also had the impella rp inserted and started. There were excellent flows on p9, and patients' blood pressure improved immediately, although swan numbers remained unchanged. During peel away, the pump dislodged and was unable to advance. No additional impella rp sheaths to be found, so the pump was removed, and mattress suture and pressure was held. Survival outcome at explant noted the patient expired. Medical safety review of the event noted that there is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.